Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported the stimulator was not working. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.